Manufacturer narrative:
(B)(4). Date sent: 4/22/2016. Information was not provided by the contact. Batch # (B)(4). The handpiece was received disassembled and the ¿transducer assembly¿ attached to a har36 device, not all part was returned with the device. The nose cone was cracked. The "transducer assembly¿ was forcibly removed from the disposable. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly or disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, the nurses tried several times to insert hand piece to harmonic device. They claim that there was something wrong with handpiece or harmonic instrument. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.